Event description:
It was reported that the pt never had therapeutic effect. It was also reported that the pt had an active bladder infection and was waiting to schedule intravenous treatment. The pt mentioned that she had a device replaced on (B)(6) 2010. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).